Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
(B)(4) it was reported that on (B)(6)2023, a 27mm navitor valve was selected for an implant. There was calcification extending beneath the aortic annular plane in the interventricular septum. During the procedure, the patient had a left bundle branch block after pre balloon valvuloplasty. No treatment was provided. The device was successfully implanted with a final implant depth of 6.81mm. A post-implant balloon valvuloplasty was done due to mild paravalvular leak. The patient remain stable.

Manufacturer narrative:
An event of left bundle branch block during procedure and mild paravalvular leak was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.